Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered on to an error message and the speaker cable assembly was replaced to repair. The hard drive was also reconfigured and the software was loaded to a newer version.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered on to an error message. It was further reported that the programmer was rebooted twice but there was no change to the error message. The programmer was returned for service. There was no patient involvement.